Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. There was no unlocked lcd keypad connector and no crease on the dome switch. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that when they press the act button nothing happens. Customer's blood glucose reading was 206 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was doing a bolus attempt and they received a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.